Event description:
Approximately nine months post-procedure the patient was diagnosed with an ischemic stroke. Tests revealed thrombus within the carotid stent. The patient is a (B) (6) male who was consented to the (B) (6) study. The index procedure was completed on (B) (6) 2009, and patient was asymptomatic. The target lesion location was the bifurcation of the left common carotid artery. There was no occlusion in the contralateral carotid. Reference vessel diameter was 10.0mm. Target lesion diameter stenosis was 80% with lesion length 36.7mm. Geometry of the lesion was eccentric. Total length of stented segment was 40mm. Lesion calcification and vessel tortuousity were not documented. Pre-dilatation of the lesion was performed. An angioguard distal protection device was used, deployed, and retrieved successfully with no technical problems. There was debris found in the basket upon retrieval of the angioguard device. A precise stent (pc1040rxc/lot no. 13321460) was implanted for treatment of target lesion. There was no malfunction with the stent. The final target lesion percent diameter stenosis was 20%. Post-procedure medication was aspirin and clopidogrel. The procedure was completed. The patient left the angio suite neurologically intact. The patient was discharged the next day with clopidogrel and aspirin directed. Approximately nine months post-procedure the patient came to the emergency room with slurred speech, difficulty speaking, and an inability to write words, headache, and generalized weakness. The patient was diagnosed with an ischemic stroke. It was noted that the patient had recently stopped taking his plavix and said that he had ran out of the medication and had not taken it for a few days. A CT angiogram of the neck was performed and showed chronic intramural thrombus within the inner wall of the carotid stent. Extension intramural thrombus was also seen within the more proximal common carotid artery.

Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.